Event description:
Information received from the field does not address the patient's clinical status but notes that the device was at elective replacement indicator (eri) one month after having a beginning of life (bol) magnet rate in the 90's.